Event description:
Healthcare professional reported through clinical study f/u that approx 22 months post implant the pt expired from unk cause. No autopsy was performed. Post implant annual f/u exam showed the pt was doing well.